Manufacturer narrative:
An event regarding a size/fit issue during trialling involving a mrh 'femoral' trial component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection of the returned product was performed where some blemishes marks were observed which are consistent with clinical use. A dimensional analysis was performed on the returned device. The inspection concluded that the device met all the requirements. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other similar reported events for the lot referenced. Conclusions: a visual and dimensional inspection was performed on the returned device. The visual inspection concluded that some blemishes marks were observed which are consistent with clinical use. The dimensional analysis concluded that the device met all the requirements. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stem trial would not thread into femoral trial. The large right femoral trial would not accept any stem trials due to threads not engaging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Stem trial would not thread into femoral trial. The large right femoral trial would not accept any stem trials due to threads not engaging.